Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) threshold was stable at 2.3 volts but appeared to always be set to greater than 4 volts. The health care professional (hcp) questioned why it is not going for positive 0.5 volts with auto on. Technical services discussed the rv automatic (rvac) feature was in suspension. Confirmed loss of capture (loc) was defined as 2 out of 4 loc paces which triggers suspension. Technical services was not able to assess the reason of this suspension but can confirm the device time in suspension was high and provided possible causes. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the right ventricular (rv) threshold was stable at 2.3 volts but appeared to always be set to greater than 4 volts. The health care professional (hcp) questioned why it is not going for positive 0.5 volts with auto on. Technical services discussed the rv automatic (rvac) feature was in suspension. Confirmed loss of capture (loc) was defined as 2 out of 4 loc paces which triggers suspension. Technical services was not able to assess the reason of this suspension but can confirm the device time in suspension was high and provided possible causes. No adverse patient effects were reported. This device remains in-service.